Manufacturer narrative:
Additional information: a medtronic representative reported that there was no clinical impact on the patient. The surgeon was comparing the trajectory 1 & 2 images to a c-arm image at the end of the case and they are two different things. The rep advised him to take a 3d imaging spin at the end of the case if he feels inaccurate. The surgeon did not do anything to revise the screw position. The patient has not experienced any complications. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
Patient weight not made available from the site. At the time of the event, the medtronic representative reported that the surgeon alleged this inaccuracy occurs where the length looks accurate but the final c-arm confirmation shot shows the screw several millimeters short. Surgeon stated always feeling inaccurate. The medtronic representative discussed that as he is placing screws, the surgeon is pulling the driver to make it accurate. The medtronic representative noted this surgeon is the only surgeon experiencing this issue. On 09/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/06/2016 a medtronic representative, following-up at the site, stated that the reported issue could not be replicated. Medtronic representatives working with the surgeon to start taking an imaging system spin at the end if he feels inaccurate. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a l3-l5 spine fusion procedure, an inaccuracy was alleged to have occurred. The site noted a discrepancy in screw placement between the navigation screen and the final c-arm lateral image. When navigating, during the procedure, it showed the screw depth where the surgeon would desired, however, confirmation shots showed the screws were 5-10 millimeters short. The surgeon was using old style awl/probe/tap (apt) driver with legacy 6.35 driver and legacy 6.5mm by 40mm screws. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome reported.